Event description:
See initial report.

Manufacturer narrative:
Serial number of the pump was not documented, thus DHR review could not be performed. The most likely root causes of the reported event are the following: extended usage over several days to weeks of the pump at high speeds (when the pump runs for extended periods the baffle seal starts to warm up and expand causing the infusion pressure to fall.) Improper re-calibration when the changed the infusion set out; occlusion or restriction on the outflow port of pump mainly due to clot/thrombus formation. Taking into account the critical patient conditions and that during the clinical patient history an oxygenator was changed due to clots formation, it cannot be ruled that most likely root cause of the high pressure was that clots/thrombus formation. Therefore, it cannot be ruled out that the issue was due to severe patient condition with the contribution of prolonged device usage. In conclusion, this case is not a device-related adverse event. No other specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement.

Manufacturer narrative:
There was no patient involvement. Cardiacassist inc. Manufactures the tandemheart pump. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report of infusion errors on tandemheart pump during ECMO support at 10:03 and high pressures at 18:18. Reportedly, the pump was exchanged without difficulty. The original pump was placed on (B)(6) 2021. There was no report of patient injury.